Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m 021083c001, h3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. H6: b17, c20 and d15 apply to the system. B01 and c19 apply to the concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that during a three dimensional scan, the loading bar on the system stopped and would not load any farther. The site rebooted the system and the issue resolved. No known impact to patient outcome. No further information available. Additional information was received. The type of procedure was a posterior cervical spin fusion. There was a 5 minute delay in surgery from rebooting the system. The event occurred intraoperatively. The site used a second imaging system to check the screws.